Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The customer complaint was not confirmed because the reported allegation was not found. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. Approximately on (B)(6)2023 while camping, the patient experienced signal loss for 3 hours or more on the smart device. The continuous glucose monitor (cgm) reading prior to signal loss was not documented. It was not documented whether the patient was checking the bg (blood glucose) by fingerstick during the time of signal loss. Because of the signal loss, the patient driven himself to the nearest hospital. There, he was diagnosed with dka (diabetic ketoacidosis). He was treated with IV electrolytes and saline for rehydration and zofran for nausea. He was hospitalized for 1 day. He underwent lung x-ray and blood test. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling ok. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2023 while camping, the patient experienced signal loss for 3 hours or more on the smart device. The continuous glucose monitor (cgm) reading prior to signal loss was not documented. It was not documented whether the patient was checking the bg (blood glucose) by fingerstick during the time of signal loss. Because of the signal loss, the patient driven himself to the nearest hospital. There, he was diagnosed with dka (diabetic ketoacidosis). He was treated with IV electrolytes and saline for rehydration and zofran for nausea. He was hospitalized for 1 day. He underwent lung x-ray and blood test. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling ok. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.